Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Intermittent noise on the rv channel was reported with corresponding non-physiologic deflections on the far-field channel in recordings transmitted to home monitoring. Lead evaluation was recommended. Lead remains implanted. Should additional information be received, this file will be updated.